Event description:
This event is associated with the glow clinical trial (subject ID: (B)(6)). It was reported that a patient underwent a breast augmentation with a 380cc mentor memoryshape breast implant and experienced breast pain on the right side post-operatively. The patient was asked to see their healthcare provider but when to the emergency room instead. All labs results, including xray and an ultra sound, were normal. The patient complained about pain and tightness on the right side. It was reported that the patient ran out of flexeril. The muscle pain was resolved on (B)(6) 2020. The principal investigator assessed this event as severe in severity, non-serious, and definite relationship to the device. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: no information regarding explantation or an expected explantation date has been received. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On the patient's 1 year post-operative follow up, it was reported that the patient experienced anisomastia. The patient reported being somewhat dissatisfied on how they breast looked. The patient was not satisfied with the results as the outcome did not meet the patient's expectations. Code e2308-deformity/ disfigurement has been added in section h6-health effect - clinical code to reflect this information. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The date of event has been updated to august 27, 2020. Manufacturer¿s reference number: (B)(4).